Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's leads had migrated and ipg pocket open/infection. The migration was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was washed out and wound was closed. During the procedure, the ipg was relocated, and the previous leads were explanted and only one lead was reimplanted due to scar issue when implanting the second lead. Infection was ruled out.